Event description:
It was reported that the pt was re-implanted on december 25, 2007. Testing was carried out, which showed short circuits on electrode channels 1 & 3 and 4 & 7.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.